Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that insulation damage with externalized conductors were observed via fluoroscopy. All electrical parameters were normal.